Event description:
Account called in asking for a technician to look at bed that is not braking properly.

Manufacturer narrative:
Hill rom technician lubricated, brake/steer mechanism and adjusted brake/steer caster which resolved the problem. Bed is now fully functional. No injury reported.